Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed. Additional device information: concomitant medical products: the following device(s) were in use in conjunction with the org: central nurse's station: model #: pu-681ra serial #: (B)(4) device manufacturer data: 09/10/2018 unique identifier (UDI) #: (B)(4). Transmitter: model #: zm-520pa serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed.